Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. On (B)(6) 2024, it was reported that the patient passed out and the parents called paramedics. At an unspecified moment, the egv was 140 mg/dl and the bg was 55 mg/dl. Ems came to the patient's house and checked his bg and it was 44 mg/dl. The egv at that time was not specified. The hypoglycemia was treated with IV fluids with glucose and the patient recovered after treatment. At the time of the report, 2 days after the episode, the patient was fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.